Event description:
Per dealer, the small screws that go into the bottom of the arm have backed out. Some screws worked out and got bent. The part needed is not available as service part. Need to replace the whole quad link.